Event description:
One test of a box of binaxnow covid-19 antigen self test lot number 168484 control did not appear when following the instructions for use. The other test in this 2 pack performed as indicated. FDA safety report ID # (B)(4).